Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Please refer to the event description, other information is unknown for now. Could you please clarify if any tissue was damaged as a result to removed the needle from the patients body? Please provide more details. Please refer to the event description, other information is unknown for now. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a replacement of cardiac pacemaker procedure on (B)(6) 2020 and suture was used. During the procedure, when the surgeon used the suture to suture the incision, the problem of pulling off suture needle happened after the needle passed through the skin, and a segment of the suture remained in the body, so the suture was pulled out to avoid leaving the suture in the patient's body, and another needle was taken to pass through the suture, and then the incision was sutured. No adverse patient consequences were reported. Additional information was requested.